Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Four photos were received for a visual inspection. The photos showed the drip chamber was detached from the cap. The product was in use for three days; however, this product is not intended to be used for more than 24 hours. A possible root cause can be related to excessive usage. The drip chamber may have detached due to over stretching or overuse. The product is recommended to be replaced every 24 hours. No corrective actions will apply since the reported issue was not confirmed as related to the manufacturing process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump set. The customer states that the upper part of the drip chamber came off after 3 days of use. No patient harm.